Event description:
Contact lens with "hydraclear". A new patient presented in our office with corneal ulcer caused by poor contact lens hygiene and wear schedule, after having been referred to us by the emergency room. Patient has a serious corneal ulcer that had to then be referred out to an ophthalmologist for care due to its severity. If the contact lens vender followed state law and verified accuracy and legitimacy of the contact lens prescription prior to filling the order (a 10-year-old contact lens prescription) the patient would have been forced to visit an eye care provider sooner for an updated prescription and counselling on proper wear and care.